Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, and the pacing capture threshold in the rv (right ventricle) was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited impedance and the pacing threshold gradual increase during the period of (B)(6) 2016 to (B)(6) 2017. The lead impedance had been increasing in unipolar and bipolar mode. The ipl was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.